Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had ¿multiple, multiple¿ revisions in the past. Additional information received reported that the patient had multiple revisions. The manufacturer representative did not remember at all why or when these occurred. It was noted that the manufacturer representative looked up what product they had but the manufacturer representative did not have any details. Additional information received reported that the patient had multiple replacements as their ¿stimulation and patterns¿ had changed over the years. It was noted that the records could be seen on the implant logs. Additional information received reported that the serial number of the ¿main¿ implantable neurostimulator (ins) was listed under device registration. In response to the question ¿on what dates did the revisions occur¿ the manufacturer representative responded ¿not revisions, they were replacements of leads and inss.¿ it was noted that all were listed on device registration. It was noted that it could not be determined if there were malfunctions seen or if the cause of issue was determined. There were no diagnostics performed as the patient was in chile. The patient outcome was not known. The manufacturer representative had the patient call the manufacturer and had not heard back. Additional information received reported that it was not known if any of the ins/lead replacements were due to a suspected malfunction of the system, lead break or premature battery depletion. Additional information was requested but was not available at the date of this report.